Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a tego® connector where the customer reported that the silicone on tego ripped, not allowing syringe to attach onto patient lumen. Silicon cover over tego became dislodged and was sliding off. There was unknown patient involvement and no patient harm.